Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the blade fell off from the jaw area and was fixed in an ajar state. Functional tests were performed using the returned device to verify the incision trigger movement, tried pressing the incision trigger several times, but it didn't work as usual. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the powerseal in the middle of the (tlh) total laparoscopic hysterectomy case therapeutic procedure, the cut trigger did not work. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.